Event description:
A certified ophthalmic assistant (coa) reported that "years" after an intraocular lens (iol) implant procedure, a surgeon noticed that the iol was hazy. The iol was explanted and the pt was left aphakic. Add'l info was requested.

Manufacturer narrative:
This lens was manufactured before 2000 and potentially underwent a modified (buffered tumbling) process during its manufacture. The method of manufacture was subsequently changed to eliminate the use of this modified process. Mfg of this product ceased in 2008. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).